Manufacturer narrative:
(B)(4). This is report 2 of 3 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but it was not duplicated during pal evaluation. Internal/external visual inspections revealed no problem. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot or serial number. The cause of the iipv found during the device log review was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration (uf) reading was 544 ml, indicating the home patient (hp) drained 544 ml more than the largest prescribed fill volume of 500 ml. This meant the total drain volume was 1044 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify her of the incidents of iipv that were found during the device log review. The nurse stated that the hp has been transplanted and is no longer in peritoneal dialysis (pd) therapy. The nurse added that hp did not have any issues with therapy while she was on pd.